Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild calcification and 80% stenosis. An indeflator was connected to an unspecified balloon catheter, the indeflator was pressurized and failed to hold pressure. The rotation part of the indeflator was noted to be cracked; however, there was no leak noted at the connector. The device was removed. A new indeflator was connected and the procedure was continued. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties / issue. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.